Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic donor nephrectomy, the device had been used for three hours and then stopped working. It was then noticed that a piece of the active waveguide had disengaged and had fallen into the pt cavity. The piece was retrieved with a laparoscopic grasper. There was no pt injury or blood loss.